Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as known patient effects. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo mid left anterior descending artery that was 90% stenosed. Pre-dilatation was done with an unspecified 1.5 x 12 mm nc balloon catheter at 12 and 14 atmospheres (atms). A 3.0x12 mm xience alpine stent was then implanted, and post-dilatation was done with an unspecified 2.75 x 10 mm nc balloon catheter at 14 and 16 atms. After the stent was implanted, a distal edge dissection was noted which was treated with a 2.5 x 23 mm xience alpine stent. There was no adverse patient sequela reported. No additional information was provided.